Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the last two times the patient went through the airport full body scanner, the patient had symptoms for a couple of days, including tiredness and atrial fibrillation for three days. Electro-magnetic interference (emi) was discussed. The device remains in use. No further patient complications have been reported as a result of this event.